Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention" h1 updated from "malfunction" to "serious injury"

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
61 - intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. For clarification, the permanent cautery spatula instrument was found to have a broken sleeve. It was noted that broken pieces were missing as a result of the breakage. The size of the missing pieces measured approximately 0.06¿ x 0.03¿ and 0.03¿ x 0.03¿. The customer did return a partial piece of the sleeve assembly, but when it was pieced back, material was still missing. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument or accidental collisions. The electrical continuity test passed and no thermal damage was observed. One side of the distal clevis ear was removed and the silicone potting did not appear to be compromised. The conductor wire was not damaged around the weld location. On 16-sept-2020, isi received user facility report (B)(4) stating: "surgeon using robotic spatula. After using it for approx. 5 minutes, it was noticed that a piece of the instrument was loose and ¿flapping,¿ and then it fell off. Surgeon was able to retrieve the small metal piece from the patient. The settings at the time were blend, cut 4, bipolar 4, coag 4. This occurred during the instrument¿s 4th surgery; supposedly it had 6/10 lives left."

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the permanent cautery spatula (pcs) instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a piece of the pcs fell off inside the patient. While there was no report of any patient harm, adverse outcome, or injury, at this time it is unknown what caused the breakage to occur. If this failure were to recur, it could cause or contribute to an adverse event. Log review: a log review was conducted, which resulted in the following findings: the logs showed that the customer used the pcs instrument part# 470184-13 lot# n10200323-0010 on (B)(6) 2020 with system (B)(4). It was noted the pcs instrument was used for 0:10:54 minutes and then replaced with pcs instrument part# 470184-13 lot# n10200413-0118. The logs showed the pcs instrument part# 470184-13 lot# n10200323-0010 had 6 lives remaining. Site history: a review of the site's complaint history does not show any additional complaints related to this product. Video/image: no image or video clip for the reported event was submitted for review.

Event description:
It was reported that during a da vinci-assisted total malignant hysterectomy surgical procedure, the surgeon was using the permanent cautery spatula (pcs) instrument on the lymph nodes, and was used for 5 minutes. The customer reported seeing a piece come loose and was flapping. It fell off and the surgeon retrieved it from the patient's anatomy. The procedure was completed with no reported injury. Isi followed up with the robotics coordinator and obtained the following additional information: the robotics coordinator confirmed the procedure was a total benign hysterectomy procedure performed on (B)(6) 2020. It was confirmed the pcs instrument was inspected prior to use, and nothing out of the ordinary was noted. When the surgeon was dissecting lymph node tissue, a piece of the side of the pcs instrument fell inside the patient. The robotics coordinator noted that the surgeon saw it drop and retrieved with either another davinci instrument or a laparoscopic instrument. The surgeon confirmed that he had retrieved the piece that fell. It was noted there was no instrument collision observed. Upon removal of the instrument, the customer straightened the wrist. The robotics coordinator reported that they did not observe any damage to the cannula or instrument after the issue occurred. No post-operative x-rays or ultra sound were performed, nor were additional surgical procedure required to remove the fragment. The robotics coordinator informed there were no images or video available for review. The patient has not returned to the hospital for any post-surgical complications. The procedure was completed robotically with no patient injury or harm.